Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.